Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative reported the patient was coming in (B)(6) 2017. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Manufacturer representative reported the cause of the shocking was due to walking through a security area with a shopping cart that was equipped with a do not remove collar. The patient was reportedly holding the cart as they tried to remove the cart from the restricted area. The cause of the stimulation turning off was not determined. It was reported that stimulation was at 0.0v and when they turned it back to 1.0v the patient felt it in the bicycle seat area with no pain. No further information reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was shocked 5-6 times; shocked so hard they fell. It was also reported that stimulation went off. The patient stated that it may have been due to them walking through a metal detector at the grocery store, and the shocking went away after moving away from the area. It was noted that they wanted to get in touch with their manufacturer representative. No further patient complications were reported as a result of this event.